Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted the right ventricular (rv) lead was exhibiting increasing amounts of oversensing rv noise events. The patient presented for lead revision procedure on (B)(6) 2019. Fluoroscopy testing revealed external conductors on the lead. The lead was capped and replaced. The patient was stable.